Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event ¿ ni, device product code ¿ ni, expiration date ¿ ni, date implanted ¿ ni, date explanted ¿ ni, (B)(6), manufacture date ¿ ni.

Event description:
It is reported that a patient with post traumatic arthritis had a fixed 50 degree extension and 30 degree ulnar deviation contracture despite a well-positioned prosthesis. Capsular release was performed without success in order to regain wrist flexion and radial deviation.